Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected after meal blood glucose test result range is 130 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 97 mg/dl and 94 mg/dl). Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): 1:104mg/dl (B)(6) 2015 05:03pm. 2:77mg/dl (B)(6) 2015 04:59pm . 3:87mg/dl (B)(6) 2015 04:58pm. 4:80mg/dl (B)(6) 2015 04:57pm . 5:114mg/dl (B)(6) 2015 06:13pm. Adverse event not reported.

Event description:
Consumer complaint of low blood glucose results. Expected after meal blood glucose test result range is 130 to 160 mg/dl. Customer feels well but observed symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6)2015 produced results of 97 mg/dl and 94 mg/dl. Verified storage of product is within instructed specification. Test strips lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): 104mg/dl (B)(6) 2015 05:03pm; 77mg/dl (B)(6) 2015 04:59pm; 87mg/dl (B)(6) 2015 04:58pm; 80mg/dl (B)(6) 2015 04:57pm; 114mg/dl (B)(6) 2015 06:13pm. Adverse event not reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).